Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (10mg/ml at 0.48 mg/day) via an implantable infusion pump. It was reported that the pump's catheter access port was protruding from the skin and the pump was exposed. The pump was replaced with a smaller size. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.